Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered 6 units of insulin based the "hi" reading. Approx two hours later, the consumer tested again using the same meter and test strips getting another "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer administered another 5 units of insulin. When the consumer started to feel sick, the consumer contacted a hospital which dispatched an ambulance to the consumer's home. When the emts arrived they tested the consumer on their unknown blood glucose meter getting a result of 56 mg/dl. The emts also tested with the consumer's meter getting a result of "hi" (greater than 600 mg/dl) the consumer was treated at the hospital with dextrose to bring her blood sugar level up. The difference in the readings was determined to be clinically significant. The test strips in question will not be returned for evaluation, the consumer discarded them.